Event description:
Caller reported false negative hcg on one urine sample with consult hcg urine cassette test - confirmed positive by beta test. Customer obtained negative result on one urine sample from a pt who obtained positive result using a home pregnancy test. It was also confirmed positive by beta test (no quantitative values available).

Manufacturer narrative:
Control lot: 20miu/ml hcg urine lot: hcg100223-01; 100miu/ml hcg urine lot: hcg100513-01; 228.6iu/ml hcg urine lot: hcg100420-02. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 mins read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 mins read time. (N=5). The 228.6 iu/ml hcg urine control yielded clearly positive results at 3 mins read time. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch number; no abnormal results were found. No corrective action required at this time as no product deficiency was established.